Event description:
On 04/29/2025, a facility representative reported via (B)(4) that an ar-13999mf fastpass scorpion top jaw does not close fully. This was discovered during a case. There were no adverse effects on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-13999mf fastpass scorpion, sl-mf batch number: 15318293 was received for investigation. Visual evaluation of the returned device noted some wear and tear to the device with superficial scratches observed. Functional testing was performed by actuating the device and it was found that the top jaw would not close down fully as intended. The cause for the reported failure can be attributed to an internal manufacturing issue being addressed by (B)(4). Refer to investigation photos.